Event description:
Laparoscopic case in process for lap nissen. It was noted while suturing the proximal end of the stomach, the lap stitch device came apart leaving a flat metal segment (appears to be the bottom "jaw" of device) in the patient's abdominal cavity. Foreign body was located and removed from patient. Follow up x-ray completed. No additional injury to patient.